Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 20mm amplatzer amulet was selected for implant. The patient does not have a hematologic disorder and was not taking any medications that could contribute to thrombus formation. The patient was prescribed anticoagulant and was compliant. During procedure, after release from the delivery cable, transesophageal echocardiogram (tee) showed a floating structure on the disc of the device; the structure was described as weird and fiber-like. The structure was confirmed to be identified as polyester-threads; thrombus was not confirmed. The sheath was not in the patient for a significant amount of time. The amulet was never fully resheathed. After further observation for 5-10 minutes, the structure was not visible on toe anymore. The patient's international normalized ratio (inr) was 0,90. The patient's activated clotting time (act) was 390. 10,000 units of heparin was administered during procedure. There are no allegations of malfunction with the amulet and it remains implanted in good position. No patient consequences were reported and the patient was reported to be in stable condition.

Manufacturer narrative:
An event of thread disc of the device during procedure was reported. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. It was indicated that during procedure, after release from the delivery cable, transesophageal echocardiogram (tee) showed a floating structure on the disc of the device; the structure was described as weird and fiber-like. After further observation for 5-10 minutes, the structure was not visible on toe anymore. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There are no allegations of malfunction with the amulet and it remains implanted in good position. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.